Event description:
It was reported that a metriq irrigation tubing set was used in a paroxysmal atrial fibrillation ablation procedure. During the procedure it was noted that there was a damaged fragment that was attached inside the three-way stopcock upon opening of the tubing set. A spare three-way stopcock in the hospital was used as an alternative, and the procedure was continued.

Manufacturer narrative:
Visual inspection of the device showed the 4-way stopcock is filled with debris from the lever inside the connector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a metriq irrigation tubing set was used in a paroxysmal atrial fibrillation ablation procedure. During the procedure it was noted that there was a damaged fragment that was attached inside the three-way stopcock upon opening of the tubing set. A spare three-way stopcock in the hospital was used as an alternative, and the procedure was continued.